Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with their implantable cardioverter defibrillator exhibiting an episode of intermittent post-paced t-wave oversensing following premature ventricular contractions. The patient would be monitored.